Event description:
Rep reported that is was the patient's two week follow up mentioned in the procedure for complaint (B)(4). While using indicator tool to verify setting of 3 (valve set at 3 pre implantation in the operating room) setting of 3 was visualized and indicated in operating room. Located the valve with locator tool (the outline of the valve was visible through patients skin) and attempted indication. Indicator said 4, 3 and 4. Position of the locator tool was not changed, but got different readings on multiple attempts. Since we were not confident with the reading, I went with patient for xray and coached tech on proper positioning/technique. Xray clearly showed outline of valve housing and could vaguely make out ball/seat. It appears the valve is on setting 4 but it might be 3 depending upon the position within the range. Unable to determine setting with confidence. Surgeon and staff concerned with accuracy and reading of the valve with either indicator or xray. We did not change current setting. The patient will come back in 3 weeks. If xray is correct at 4 (I will scan and email a copy to you) it looks as if the valve changed settings from 3 to 4 unintentional. Please explain how/why this would happen. The surgeon left the setting as was as the patient was ok. (B)(6) additional information: xray shot according to procedure. This is a concern since we programmed the valve to 3 in the operating room and did not make an adjustment with the programmer. (B)(6) additional information from the rep explained that they are not sure if the device moved as it might be an issue reading the indicator tool correctly. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to (B)(4) / MFR# 1226348-2012-00102. A follow-up is being generated due to classification change from malfunction to serious injury. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. Please refer to complaint (B)(4) / MFR# 1226348-2012-00102. A follow-up is being generated due to classification change from malfunction to serious injury. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system.